Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. A physio-control further evaluated customer's device at the product analysis center (pac) and technician verified that the charge-pak flex connector has intermittent on/off operation. The cause of the reported issue was determined to be due to intermittent flex connector. The customer has been provided with a new device.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.